Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
One had a stuck brush head and suddenly had another brush head in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that out of the box of oral-b power oral care refills crossaction, almost half were not good. The consumer explained that one had a stuck brush head and suddenly he/she had another brush head in his/her mouth. The consumer stated that it was very strange as the brush heads had not been dropped or anything. The consumer asserted that he/she was very satisfied with his/her oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided.